Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the history to the event reported. Sjm defers to the patient's physician regarding patient's medical history and is unable to form an opinion as to the relevancy of the patient's medical history. UDI (di): (B)(4).

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2016-05766. It was reported the patient presented to the emergency room on (B)(6) 2016 with fever and vomiting. The patient was diagnosed with an infection at the lead and ipg sites and subsequently explanted on (B)(6) 2016. In addition, the infection was treated with antibiotics.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2:reference manufacturer report: 1627487-2016-05766.follow-up revealed the infection has resolved.